Event description:
It was reported via repair work order that the brakes could not be set due to a missing foot end pedal and a broken head end pedal. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.